Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 9 for the same event it was reported that during a hemi hip replacement surgical procedure it was observed that the battery oscillator device blew the fuses of eight battery devices. It was reported that the eight battery devices showed a red light when seated in various battery charger devices. It was reported that the issue was discovered when the hospital set aside two handpiece devices suspected of damaging the batteries. The devices set aside were a battery oscillator device and a reamer device. During testing of the handpiece devices it was observed that the oscillator device was registering zero ohms and that the reamer handpiece was registering around 6-7k ohms. It was reported that there is no allegation of malfunction with the battery reamer linked to the shorting of batteries. It was reported that it is unknown if the oscillator device tested successfully during pre-surgery testing. It was reported that there was a 60 minute delay in the procedure, and the procedure was successfully completed. It was reported that there were no spare devices available. There were no patient or user injuries reported. It is unknown if there was any medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.